Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was far field oversensing on the right atrial lead. It was also thought that the patient's premature ventricular contractions were undersensed. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.